Event description:
It was reported that a nurse's aide had inadvertently connected a hudson rci etco2 cannula to the pt's IV line. The misconnection was not detected for 4 hours, when the pt began complaining of chest tightness and difficulty breathing. Liquid was detected coming from the pt's nose and mouth. The pt was treated of chf for a short time and given lasix IV. The facility acknowledges that this was a user error and that no medical devices should ever be connected without tracing the lines back to their point of origin. Unfortunately, the two devices do fit together, which is the concern for this facility.